Event description:
It was reported that the patient's attorney alleges patient underwent surgery. Patient's attorney alleged patient was experiencing pain and his surgeon took x-rays in late 2007, which showed a broken l3 pedicle screw. Patient was revised and a portion of the broken screw remained implanted in patient.